Event description:
The customer reported that the touchscreen was cracked. There was no adverse impact on the customer¿s blood glucose level. The touchscreen was unresponsive and illegible, prompting technical support to arrange a replacement pump. The customer was informed of the needed replacement, provided with instructions for returning the faulty pump, and given details on backup therapy with the new pump.